Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of stenosis, perforation, dissection, embolism, thrombosis, occlusion, renal failure, and respiratory failure are listed in the rx herculink elite peripheral stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B3 - date of event: estimated d4 - the UDI is not known as the part and lot number were not provided. D6a - implant date: estimated the additional patient death and device reported in the pmcf are captured under a separate medwatch reports. Attachment article titled: "post market clinical follow-up evaluation report balloon expandable peripheral stent systems rpt2131863 rev f".

Event description:
This is filed to report adverse patient effects other than death. It was reported through the post market clinical follow-up (pmcf) evaluation report balloon expandable peripheral stent systems identifying the herculink elite stent that may be related to the adverse patient effects of death, pulmonary complications, renal complications, access site complications, cardiac arrest, amputation / major surgical intervention, thrombosis, occlusion, embolization, dissection, perforation, re-stenosis, revascularization and re-hospitalization. The device performed safely and as intended, with a one year freedom from major adverse limb events + 30-day perioperative death (male+pod) rate of 92.7% ± 2.1% for rx herculink elite overall use. Data from procedures performed from (B)(6) 2024, including 1-year follow up data through (B)(6) 2025. Please see the attached post market clinical follow up evaluation report for specific information.